Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) prior to implant noted a do not implant message indicating the initial device check was unsatisfactory. Boston scientific technical services (ts) recommended not using the device for implant and requested the device be returned. There was no patient involvement and available information indicates this device was not used.

Event description:
It was reported that interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) prior to implant noted a do not implant message indicating the initial device check was unsatisfactory. Boston scientific technical services (ts) recommended not using the device for implant and requested the device be returned. There was no patient involvement and available information indicates this device was not used.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.